Event description:
It was reported that during a moderately tortuous, mildly calcified, mid, left anterior descending (lad) artery stenting procedure after lesion pre-dilation, a promus (2.5 23 mm) stent failed to cross the lesion and appeared crunched. Reportedly, the unspecified guide wire was accidentally pulled back causing the promus (2.5 23 mm) stent to dislodge in the proximal lad. An additional stent was deployed in the proximal lad to crush the dislodged stent against the vessel wall. The procedure was continued and a stent was placed in the mid lad to complete the procedure. There was no adverse patient sequela or no significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.